Manufacturer narrative:
Concomitant medical products: model: 6935m55, lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse had phoned in inquiring about unreimbursed medical (urm) expenses for the patient's scheduled implantable cardioverter defibrillator (ICD) pocket revision. Follow-up with the patient's clinic did reveal the patient had been referred for a pocket revision consultation. The healthcare professional at the clinic stated the patient has had multiple devices over the years and the pocket may be too large for the current device, which could have allowed the device to migrate. The clinic was unaware if the actual pocket revision had been completed yet, but according to the patient's spouse the surgery had been scheduled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.